Manufacturer narrative:
The company representative observed that there were no entries in the fault journal, iabp boots up normal. Unit did not pass the fiber optic module service diagnostics. The company representative replaced the fiber optic assembly ((B)(4)). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp displayed "iabp optical sensor failure". The patient was switched to another iabp and therapy was continued. No patient injury was reported.